Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor, on the 7th day of wear. The customer could not obtain scan readings, and subsequently experienced symptoms of being hot, confused, sweaty, and loss of consciousness. The customer was able to self-treat with dextro tablets. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor, on the 7th day of wear. The customer could not obtain scan readings, and subsequently experienced symptoms of being hot, confused, sweaty, and loss of consciousness. The customer was able to self-treat with dextro tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and this review has found no indication of any product clinical performance issues that would be expected to result or contribute to customer complaints a tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (serial number) has been updated to unk. The sensor serial number provided to adc by the customer in the initial report (0m000el5dmr) was deemed to be invalid upon extended investigation.